Event description:
The customer's wife reported via phone call that the customer had a no delivery alarm. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer stated that the tubing is not bent or kinked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.